Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio inr: 1.8; laboratory inr: 6.0. The time between testing was within one hour. Therapeutic range 1.5 - 2.5 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
The device is expected to be returned but has not yet been received. Investigation pending.